Event description:
During a coronary artery drug eluting stenting treatment procedure, the stent dislodged from the balloon. The target lesion was located in the left anterior descending (lad) coronary artery. After insertion of the 16 x 2.5 mm taxus liberte drug eluting stent to the lad, before deployement, the stent dislodged from the balloon. There were no pt complications. The procedure was completed using another stent of the same type and size. Additional information has been requested. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.